Event description:
It was reported that the customer was hospitalized due to low blood glucose of 36 mg/dl. It was stated that the customer was experiencing unexplained low glucose for one day. It was stated that the insulin pump had an error alarm and further testing could not be performed. The customer's most recent glucose reading was 190 mg/dl after the doctor gave her some glucose tablets. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. However, the device passed the displacement test. Further testing could not be performed due to the prime anomaly.